Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies or simply cleared the alarm to address the issue. Additionally, when performing the air-removal step of the load process, the customer reported "wetness" from the cartridge. Reportedly the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 364mg/dl.